Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose of 485 mg/dl and stated that the cannula of the infusion set was kinked in two places. Customer treated with a bolus. She stated that the blood glucose came down once she changed the infusion set. She stated that the drive support cap appeared normal. She found no air bubbles and no leaks. She was advised to run a manual prime and stated that the insulin did exit. She stated that the basal rate and bolus wizard settings were correct. The insulin pump passed the high pressure test. Nothing further was reported.